Event description:
Ellume covid-19 home test lot 21153-001 and lot pg08e: I am an rn for a non-profit that needs the ability to test employees. These tests continuously show false positives, wasting time, resources, and money to verify that the employee is actually negative. These tests are creating mass confusion at our worksite. Employees are losing sick time, and money is being wasted confirming that the patient is really negative. My name and contact info: (B)(6), rn (cell (B)(6)). I personally have the emailed result "positive" and the same day urgent care visit "negative" from (B)(6) 2021.